Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards field clinical specialist (fcs), the radiopaque tip of a 14fr esheath+ came undone at the top but did not completely tear off. A 20mm s3u was successfully implanted. No debris was lost. There was no patient injury. Per the fcs, there was no calcium or tortuosity out of the normal. There was no difficulty with inserting or withdrawing the sheath. The surgeon mentioned that he felt just mild resistance as the valve exited the sheath tip.

Manufacturer narrative:
The returned device was visually inspected, and the following was observed: sheath liner was fully expanded. Distal tip was torn radially along the distal edge of the liner seam. The tip did not open along the axial score line and was stretched. All score lines were present. Imagery was provided and the following observed: the patient's access vessel had presence of an undersized vessel diameter and tortuosity. Minimum vessel diameter for 14f e-sheath+ is 5.5mm. Calcification was also noted near the aortic bifurcation. The complaints for torn sheath distal tip and difficulty advancing through sheath were confirmed per evaluation of the returned device. However, no manufacturing non-conformance was identified during evaluation. Review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. This event reports resistance during delivery system advancement and a sheath distal tip tear after the removal from the patient that have not resulted in a patient harm, or a device failure to perform its function. Also, there was no evidence of product non-conformances or labeling/IFU inadequacies identified in the evaluation. Therefore, it is not included in the risk management file. Edwards continues to monitor complaint history on a monthly basis. Therefore, the review of risk management file is complete, and no further action is required. Per the complaint description, "the radiopaque tip of a 14fr e-sheath+ came undone at the top but did not completely tear off. A 20mm s3u was successfully implanted. No debris was lost. There was no patient injury" and "the surgeon mentioned that he felt just mild resistance as the valve exited the sheath tip". Per evaluation of the returned device, the sheath distal tip was observed to be torn radially along the distal edge of the liner. The failure mode is characteristic of sheath tip tear events as described in a product risk assessment. While a definitive root cause was unable to be determined, previous investigation indicated that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. As such, it is possible that improper tip expansion contributed to the experienced delivery system advancement resistance at the sheath distal tip and the distal tip tear. Additionally, review of patient imagery reveals calcification near the aortic bifurcation. Protruding calcification can impact axiality between the crimped valve and the sheath, which may lead to the valve struts to catch onto the sheath distal tip and tear the tip. As such, the failure mode may be related to improper expansion of the sheath tip during thv advancement and/or patient factors (calcification) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A product risk assessment was previously initiated to document investigation and assess associated risks for the issue. A corrective and preventative action captures process improvement activities regarding tip expansion which were identified during previous investigation.